Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed this incident. Angina and stenosis are listed in the xience v IFU as known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. It is possible that the reported angina was secondary effect of the stenosis which resulted in the hospitalization and was treated with percutaneous coronary intervention (pti). A conclusive cause for the reported patient effects and the relationship to the product cannot be determined. The other xience v everolimus eluting coronary stent system indicated is being filed under the same MFR number.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure took place in 2008. Predilatation was performed prior to stenting of the distal and proximal rca with two xience v stents. No procedural complications were reported. In 2009, the patient came to the emergency room complaining of chest pain class ii and was rehospitalized, cardiac enzymes and EKG were negative. During the hospital stay, received an endocrine consult for uncontrolled diabetes mellitus. The patient complained of general weakness after pain medication, and had a work up for stroke which was negative. Patient being worked up as outpatient for lupus/muscular dystrophy. During hospitalization, the patient underwent percutaneous coronary intervention on the rca target lesions treated during the index procedure and was discharged one week later. No additional event or patient information is available.